Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that they had experienced high blood glucose and was out of hospital. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.